Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 23mm portico valve was implanted. Post-implant, atrioventricular block iii was observed and pacemaker implantation was necessary. In addition, normochromic anemia was observed, however no bleeding was observed, therefore no intervention was required. Postoperative visual disturbances, homonymous hemianopsia left side was observed. On (B)(6) 2022, the patient was transferred to the stroke unit. On (B)(6) 2022, the patient requested discharge of their own responsibility with existing systems without further treatment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrioventricular block, anemia and stroke was reported. Additional information on if the device was functioning, the implant depth of the device, and the cause of the stroke was requested, but was unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D6a - implant date was corrected to (B)(6) 2022.